Event description:
It was reported that this patient had an implantable right ventricular (rv) lead that was capped/abandoned due to noise and impedance. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).